Event description:
Customer reported via phone call to have high blood glucose between 354 mg/dl and 400 mg/dl, which was treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer reported that insulin pump was cracked at reservoir compartment. Customer declined high pressure test. Customer was advised that insulin pump would need to be replaced due to physical damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.